Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife broken.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During procedure, the tip of the needle knife broke. It was reported that no part of the needle knife detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.